Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician performed a cystoscopy and observed inadequate coaptation of the cuff, which was attributed to urethral atrophy. A surgical procedure was performed, during which a new section was dissected, the 4.0 cm cuff was replaced, and the 3.5 cm cuff was left in place and capped, as the patient had a two-cuff configuration. No further patient complications were reported.